Event description:
The user facility reported that the guiding sheath "separated in half" as it was being withdrawn over a 0.35 benson wire following completion of a cas procedure. Reportedly, the entire sheath was successfully removed from the pt and there were no complications. In addition, the report indicated that the pt had scar tissue in the area from a recent abdominal procedure.